Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead had dislodged. The lead was explanted and successfully replaced with another ra lead. To date, there have been no reported adverse patient effects associated with this clinical observation.